Event description:
It was reported that this inflatable penile prosthesis (ipp) left cylinder could not be deflated. A surgical procedure was performed, in which the device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).